Manufacturer narrative:
(B)(4). Eval, results: (death, ruptured aneurysm, endoleak), (highly angulated neck). Eval, conclusions: (highly angulated neck).

Event description:
A talent bifurcated stent graft was implanted in a pt for the emergent endovascular treatment of an abdominal aortic aneurysm. The aneurysm was 10 cm in diameter; the aortic neck 24 mm in diameter for the 10 mm in length of the aortic neck. The vessel morphology was reported as moderate calcification, severe tortuosity, ecstatic, and there was severe degree of angulation in the aortic neck, 75 degrees. The bifurcated stent graft was deployed and then the contralateral limb was deployed. The stent grafts were ballooned and then when the physician was trying to remove the delivery catheter and the nose cone of the bifurcated stent graft it would not retract. The nose cone was catching on one of the bare springs due to the severe angulation of the aortic neck. The physician maneuvered the delivery catheter and was able to remove the delivery catheter, however, one of the apexes was pulled into the stent graft. The physician inserted an 8 x 4 balloon and tried to realign the apex, however, the apex would not go back up. There was a slight type I endoleak, the physician ballooned and the endoleak improved but did not completely resolve. The delivery system was discarded. The pt presented at another hospital four days later with a type I endoleak and the aneurysm ruptured the following day and the pt expired.